Manufacturer narrative:
The investigation determined the dropped assay tips found in the reagent pack negatively influenced the reagent pipetting. The reason for the tip drop is unknown.

Manufacturer narrative:
The field service engineer checked the sample/reagent pipettor and adjusted it. He also found assay tips that had dropped into the reagent pack. The investigation is ongoing.

Event description:
There was an allegation of a questionable low elecsys hcg + beta test system result from the cobas e411 rack analyzer. The initial result was <0.100 miu/ml with a data flag and was reported outside of the laboratory. The patient found this result unbelievable and the sample was repeated. On (B)(6) 2021, the repeat result was 6455 miu/ml. The clinician considered this result correct. The reagent lot number was 516539 with an expiration date of 30-apr-2022.